Event description:
Caller reported a malfunction on pump with no notable events occurring prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace pump without an immediate backup therapy available, while customer planned to reach out to their healthcare provider. Caller was informed of updated software with replacement pump and advised on sensor usage along with storage mode instructions for returning malfunctioning pump. Replacement pump was sent along with return instructions for defective unit.